Event description:
It was reported that during implant procedure, the helix could not be extended on the rv lead. The helix was tested prior to insertion and found no anomalies. The rv lead was positioned in septum, and later lead dislodgement was confirmed, the lead repositioning procedure was attempted. After rotating the helix eight times, the helix could be extended only a half. When rotating the helix two times, the helix was retracted gradually. When rotating the helix in the opposite direction, the helix could not be extended and inoperable. As such, the physician elected to explant and replace the rv lead. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix failed to extend. As received, a complete lead was returned in one piece. The reported event of helix would not extend was confirmed. Visual inspection found the helix to be partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension was within specifications. The cause of the reported event was isolated to the helix being clogged with blood/tissue.